Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a transcatheter biopsy procedure, difficulties deflating the balloon occurred. An occlusion balloon catheter was used in an unspecified lesion location and failed to completely deflate. The device was removed without patient injury.